Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) was used. The procedure was completed successfully and the closure device was implanted in the laa of the patient. There were no complications that occurred. The next day before the patient was discharged a transthoracic echocardiogram was performed. The imaging revealed that the patient had a pericardial effusion. There was no intervention performed for the patient. The patient has since been discharged from the hospital.